Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose went up to 590 mg/dl. After troubleshooting, customer was advised that different length infusion set would be sent. Customer will not be returning the device for analysis.